Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 23, the implant had not yet integrated in type iii bone. Clinician noted bone loss, infection, pain and a fistula. A bone graft was performed with xenograft, the product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 23, the implant had not yet integrated in type iii bone. Clinician noted bone loss, infection, pain and a fistula. A bone graft was performed with xenograft, the product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.